Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, when the device is opened on the table, the liquid material which is in the balloon trocar was burst, it was also reported that the device had an air or gas leak. Therefore the device was replaced by a new one. The device was not used in the patient. There was no patient injury.

Manufacturer narrative:
Correction: a reassessment of the reported event has led us to conclude that this reported event does not meet the requirements for medical device reporting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.